Event description:
A healthcare worker complained of burns on the hand upon removal of a load from a completed cycle. The worker did not receive medical treatment and the symptoms resolved within twenty-four hrs.